Event description:
The pump was returned for disposal only. Returned paperwork noted the battery was at end of service. No other clinical data was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump was stalled. Analysis revealed gear 4 lower shaft wear and caking on the corresponding jewel. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning 1999 physician communication (2007).

Event description:
Additional information revealed the patient had the pump for two months when 'the pump failed'. The pump was used with medications sufentanil and lioresal.

Manufacturer narrative:
(B)(4).